Event description:
Additional information was received from the patient. The patient clarified that it was their left leg that had stimulation. The cause was unknown. The patient stated they had back surgery (B)(6) 2026, and the surgery had dramatically helped their back pain. When they do recharge their battery, the pain in their left leg has gone. The issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-nov-20: information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states his equipment is not working. Patient states the controller is charged to 100% and the controller is showing the ins is at 100% and pt states they are having back pain and the ins battery level has not depleted in days. Agent had pt connect to the ins and the controller is showing stimulation is off. Agent reviewed and had pt tap on stimulation on. Pt then states they had neck surgery a few weeks ago and had an MRI and forgot they had to turn stimulation on after the MRI. While on the call pt was ableto turn stimulation on. Pt then states they are currently program b however stimulation is only going down right leg instead of the back. Pt states they will try the other programs and will contact the rep regarding programming. Pt states they will call back if they need further assistance. 2026-01-07: additional information from the patient indicated that they have no idea what caused the issue. They mentioned that one of the settings cause it to stimulate their leg. Patient mentioned the controller was replaced. 2026-jan-21: additional information was received from the patient. The patient clarified the stimulation was going down their left leg. The patient had no idea why it started, but it has been "doing the left electric shocks, often recharging battery in their back and then when they've sat down often working." There were several changes on the "remote" from a to b to c, but it happened in all 3 settings, less when on setting a than others. Nothing else was done. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.